Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reported that she developed an ulcer next to the stoma at the time of surgery and has come and gone over the last two to three years. Uses stomahesive powder. Is followed by an ostomy nurse.